Event description:
Additional information received reported that the patient no longer had concerns with his device or therapy.

Event description:
It was reported that there was an allergic reaction. After the trial, the patient might be allergic to the medical tape that was used during the trial. He also had some itching. The patient went for the permanent ins on (B)(6) 2015. They used the same type of tape and he broke out in hives and he had to go to the emergency room (ER) on (B)(6). The ER left the tape on and the patient was told the healthcare provider (hcp) had to take it off. The ER had him on IV and medication and gave him some ¿scripts of (B)(6) and prednisone.¿ he had been home and had another flare up and it was all over his hands, his legs and stomach. His doctor thought it was the medication that was causing the break out but the patient stated it was in the morning of (B)(6) 2015 when he last had oral medication. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had hives all over his body, went to the emergency room (ER) and the physician gave the patient IV steroids. That resolved the hives until the night before last. The physician then prescribed oral benadryl and oral anti-histamine. It was also noted that during the second day of the trial, the patient was itchy all over his body, which went away, and he finished his stimulation trial for another 2 days. The patient indicated nothing changed. It was noted that the patient was implanted last week.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 37713, serial# unknown, product type: implantable neurostimulator. (B)(4).